Event description:
It was reported that a patient underwent a left shoulder arthroplasty. Subsequently, the patient was being considered for a product for an unspecified reason. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: a3, b1, b4, b5, d1, d2, d10, g3, g6, h2, h6, h11. D10: unk screw cat # unk lot # unk qty: (B)(4). Once the investigation is completed, a followup medwatch will be submitted.

Event description:
It was reported that imaging identified three fractured baseplate screws in a patient with a prior left shoulder arthroplasty, and the patient was being considered for further intervention due to pain and decreased range of motion. Attempts have been made and no further information has been provided.